Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. It was reported that, five months after the procedure, the patient developed worsening rectal pain, discomfort, abdominal pain and abscess. The physician found a large mass between the prostate and rectum. He described it as a sausage like mass. The patient also had mucous production and some bleeding over the course of his radiation treatment that indicated that the patient may have experienced radiation proctitis. Additionally, the patient had fluid collection of 2.9 x 2.8 x 4.1 cm and was treated with steroids. The physician will consider image guided percutaneous drainage (ir drainage) if the patient condition does not improve soon. The patient pain was reported to be getting better. Patient received 44 fractions of radiation. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 1mar/2021. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: clinical code e2330 captures the reportable event of pain. Medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. It was reported that, five months after the procedure, the patient developed worsening rectal pain, discomfort, abdominal pain and abscess. The physician found a large mass between the prostate and rectum. He described it as a sausage like mass. The patient also had mucous production and some bleeding over the course of his radiation treatment that indicated that the patient may have experienced radiation proctitis. Additionally, the patient had fluid collection of 2.9 x 2.8 x 4.1 cm and was treated with steroids. The physician will consider image guided percutaneous drainage (ir drainage) if the patient condition does not improve soon. The patient pain was reported to be getting better. Patient received 44 fractions of radiation. On march 26, 2021, additional information received stating that the patient began having pain soon after completion of gastrointestinal magnetic resonance tomography (g.I mrt) on (B)(6) 2020 and was admitted to the hospital (B)(6) 2021. Additionally, based on examination as well as the imaging and attempted aspiration, the mass was suspected to be malpositioned hydrogel. In the physician's assessment, the mucous production, abdominal pain, and bleeding were caused by radiation proctitis that occurred from the incomplete protection of the rectum due to misplacement of the hydrogel. The patient was treated with pain medication and steroids for abdominal pain and steroids both oral and rectal for the mucous production. The patient will undergo flexible sigmoidoscopy and biopsy.